Manufacturer narrative:
During further evaluation of the returned thermogard ivtm system (serial (B)(4)), the functional test failed due to device not powering on. The investigation findings revealed that the root cause was due to a damaged power supply in which is likely attributed to wear and tear. The returned thermogard was manufactured in october 2015 and it is nearing it's serviceable life of 5 years. Unrelated to the device's power issue, cooling engine base was rusted and insulation skin of heater was torn off were observed during visual inspection. These types of anomalies is likely due to wear and tear. The cooling engine assembly was replaced to addressed this issues. Initial functional testing on the thermogard system failed due to device not powering on. To remedy the power issue, the damaged power supply was replaced. After service completion, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
On september 5, 2019 during the evaluation of the returned thermogard ivtm system (serial (B)(4)), the functional test failed due to console not powering on.